Event description:
It was reported that for the past year, more or less, the patient has been having problems with speech comprehension and he doesn't want to wear the speech processor. His speech therapist has detected several problems in speech evaluation tests. The implant was revised in (B)(6) 2008, but only the coil part was moved because the external coil was overlapping with the speech processor. The electrode array was not moved and its placement was checked. The telemetry has changed over this year and even before. The first channel in hi appeared in 2005 and then every year the impedances increased. There are three channels with hi (12, 7, 2) and channels 1, 3, 6, 9, 10 and 11 have rising impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.